Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that continuous air generation was seen in the sheath clear part. No patient complications have been reported. The product is expected to be returned.